Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with complaints of pocket erosion and infection. The patient was admitted to the hospital until the system (implantable cardioverter defibrillator and leads) was removed on (B)(6) 2019. The patient was stable post-procedure. Related manufacturer reference numbers: 2017865-2019-05356; 2017865-2019-05357.